Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger/modem will not power up) was confirmed. Upon eval the power brick connector pins were pushed into the power supply connector. The cause for the damaged connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted recessed power brick connector pins. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger/ modem would not power up. The pt was issued a replacement charger/modem.